Event description:
The customer complains about blood leak during treatment. Blood flow rate: 101 ml/min. Tmp: 119 mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. Gambro does not regard the submission of this report as an admission of liability.